Event description:
It was reported that during the implant procedure the helix of the lead could not be retracted for repositioning. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix retracted and tissue/blood inside the helix. The helix cannot be extended due to being over-retracted in the connector at 1.5cm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.